Event description:
During preventative maintenance, the field service engineer noted a shock equipment malfunction message. There was no pt involvement.

Manufacturer narrative:
(B)(4). During preventative maintenance, the field service engineer noted a shock equipment malfunction message. There was no pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.